Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided there were no malfunction of reprocessing accessories. There were no delays in the pre-cleaning and manual cleaning processes. The surface was wiped during pre-cleaning. Brushing/wiping was performed during manual cleaning. The forceps elevator was moved up & down for three times in water during pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope albalan lever did not fix. The defect occurred during the check as part of the reprocessing. No patient or procedure was involved with this event. The device was returned to olympus for a device evaluation and found the forceps elevator and distal end had foreign material attached as well as the connecting tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to adhesive peeling on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the light guide lens had a crack, the connecting tube had a cut, the distal end had residual liquid, the adhesive around the objective lens had wear, there was corrosion around the elevator arm, the universal cord had a dent, and due to annual inspection some parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.